Event description:
During an MRI, facility staff were unable to get the end tidal carbon dioxide (etc02) monitor to work on a remote unit (3150 invivo). Staff was able to monitor the vented patient with oxygen saturation monitoring and observing chest rise and fall. No adverse outcome to patient. Inhouse biomedical engineering technician was contacted immediately. The unit was removed and brought to dept. For evaluation. Testing revealed that the unit worked just fine and so it was returned to the MRI department. Staff were proceeding with another case a day or two later and the same thing happened (etc02 non-functioning). Biomed came to the department and looked at the monitor during the case, but could not get it to work. Next, the tech contacted invivo and the conclusion was that one part of the remote unit was a loaner and this loaner unit was not pre-programmed for etc02. Biomed programmed it and it works fine.